Event description:
Rt was called to bedside for ventilator alarming. Patient was desaturating and had a decreased heart rate. Patient was taken off of ventilator and bagged during the event. He stabilized. Ventilator (ltv 1200) was not delivering a breath. Everything was plugged in and intact. Ventilator was switched and patient remained stable.